Event description:
It was reported that the device overheated during a procedure. The procedure was completed with the same device. There was no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of foreign debris contamination on the bearings.